Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
A dreamstation auto CPAP device was returned to a third-party service center for preventative maintenance. There was no harm or injury reported. During the evaluation of the device at third-party service center, the device was visually inspected by a serviced technician that observed foam particles within the device. Additional findings were calcium and dust within the device. The device was scrapped.